Manufacturer narrative:
The device was received for evaluation. During functional testing, incorrectly inserted tubing in air detector and sees the tubing to be inserted in point 3 and 4 when the tubing is not inserted occurred. A review of the event history log did not reveal the reported symptom. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the tubing guide was out of specification. The tubing guide requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump showed incorrectly inserted tubing in air detector and sees the tubing to be inserted in point 3 and 4 when the tubing was not inserted during preparation. There was no report of patient injury or medical intervention associated with this event. No additional information is available.